Event description:
It was reported that customer experienced repeated cartridge alarms with pump during use. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support confirmed warranty status, arranged shipment of replacement pump with signature-required delivery, provided instructions for placing original pump into storage mode and returning it within 10 days, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device.